Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed three other similar complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure the tip of the customer's expressew iii needle broke off in the patient's joint. The sales rep stated that the surgeon went to retrieve the broken piece with graspers and when the tech grabbed the graspers from the surgeon the piece was no longer there. The sales rep stated that they were unsure if the broken piece fell back in the patient or outside the patient. The sales rep stated that an expressew iii gun was used and the gun was fired approximately five times before the tip of the needle broke off. The sales rep stated that orthocord suture was used with the needle. The sales rep reported that the surgeon completed the procedure with another like device using the same gun with no further issues. The sales rep reported that there were no patient consequences or delays in the procedure. The sales rep stated that there were no x-rays performed. The sales rep stated that the other broken piece of the needle was discarded in the sharps bin.